Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
New information received notes that the both the right atrial and ventricular leads were explanted and replaced due to noise, which resulted in over-sensing. The patient was discharged.

Manufacturer narrative:
The reported event of oversensing noise was not confirmed. As received, a complete lead with extraction stylet inserted was returned in one piece. Electrical testing did not find any indication of conductor fractures. Test for hi-pot found shorting between conductors due to procedural damage to the inner insulation. Visual inspection and x-ray examination of the lead did not find any anomalies except for the damages found consistent with procedural damage.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. This product is registered as a combination product.

Event description:
Related manufacturer reference number: 2017865-2020-03856. It was reported that the patient presented for in-clinic follow up. An interrogation of the device revealed the right atrial lead exhibited noise resulting in episodes of inappropriate mode switch. Right ventricular lead noise resulting in noise reversion, was also observed. No interventions were made. The patient was stable.